Event description:
Litigation papers allege the patient suffered pain, stiffness and difficulty standing and walking. The asr system was removed due to pain. The patient has experienced injuries of a permanent, lasting and painful nature as a result of the asr systems failure and the patients ability to perform normal activities has been impaired.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.